Event description:
On 04/19/2024, it was reported by a sales representative via (B)(4) that an ar-9545-t15-02 driver shaft is damaged non-specifically. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9545-t15-02, batch: 1392117, was returned for evaluation. Visual inspection found that the instrument's hex geometry was twisted. The most likely cause is attributed to user error over-torquing/over-engaging the driver with the screw head. No functional testing was performed due to the physical damage of the device's tip.